Event description:
Customer called to report that emt was called due to low blood glucose levels. Blood glucose value at the time of admission was up to 30 mg/dl. However, customer was not admitted to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.